Manufacturer narrative:
Concomitant medical products: product ID: 9733823, serial/lot #: unk. Report source foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the microscope connection was reported to be unstable. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. Additional information was received stating that it seemed that the site connected the microscope cable into the wrong navigation port (instrument a instead of b).